Event description:
It was reported that during the implant procedure after the lead was introduced into the sheath, as the lead exited the sheath into the vessel, the lead bent back on itself and appeared to kink the distal end. The physician was unable to extend the helix. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies found. Proximal conductor distorted, helix/lobe distorted/bent.